Event description:
It was reported that the patient developed an infection at the spine area. It was unknown what caused the infection. The patient underwent an explant procedure, and the patient was doing well postoperatively. Additional information was received that the patients infection was not device related and it was from an epidural procedure. The physician confirmed that nothing happened during the stimulator surgery. The explanted devices were not retuned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70. Serial: (B)(6), batch: 13493329.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 13493329.

Event description:
It was reported that the patient developed an infection at the spine area. It was unknown what caused the infection. The patient underwent an explant procedure and the patient was doing well postoperatively.